Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained higher than expected creatine kinase-mb (ckmb) results, above the normal reference range, for one patient that did not match the patient's clinical history. The unicel dxi 800 access immunoassay system is associated with this event. Subsequent testing on different instruments produced lower results within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample collection and centrifugation information has not been supplied to date. Per the customer supplied qc data, both levels of ckmb qc were within the customer's established ranges prior to and on the day of the event. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011 which passed within instrument specifications. The customer stated to customer technical support that they did not question any other results or assay at this time. A field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse performed a high sensitivity system check which passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event a definitive root cause could not be determined to date for this event.